Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the imager was not working, the cmac screen was black when it was plugged in; no image. No negative impact in state of health reported.